Event description:
Potential for injury associated with the upper arm tubes snapping off at the weld on a tdxsi-hd power chair. This event can cause the user's arms to be unstable and injury may occur.